Manufacturer narrative:
Investigation findings: the device history record (DHR) did not show anomalies that may have caused or contributed to the reported issue. Records also demonstrate that quality system procedures were correctly followed. A lot assessment found no other similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her u by kotex click regular tampon came apart upon removal after four hours of wear and tampon pieces remained inside of her. She was not sure all pieces were removed. There have been three attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had gone to the doctor. No further information is available at this time.